Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller stated yesterday they started having severe pain in their lower back to their spine. Caller stated they can hardly move their leg or walk. Caller added that their stimulation is on, but it's not helping the pain. Caller noted that they have it one a very high frequency, but the stimulation is not helping. Caller then stated they were implanted in panama city but are now in florida. Agent redirected caller to their healthcare provider to further address the issue. It was reported the patient repeated that they have severe pain and it was hard for them to move. Patient stated they were implanted in october in panama and now reside in fl. Patient stated they were first implanted and were heavier at that time but they got sick and have lost weight since. Patient stated their pocket site feels heavier and it moved back and forth. Patient stated the ins was causing them pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.